Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following inform "during the blood collection process, the customer found that the needle cap of the needle holder was bleeding automatically, patients understand and were willing to cooperate.".

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 2056719. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following inform "during the blood collection process, the customer found that the needle cap of the needle holder was bleeding automatically, patients understand and were willing to cooperate."